Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided. The root cause was determined to be damaged pinch valve tubing. After the tubing was replaced, the issue was resolved.

Event description:
The initial reporter questioned the results for multiple patient samples and qc on a cobas e 801 analytical unit. Examples of discrepant results were provided for tsh and ft4. The initial tsh result was 0.892 miu/ml. The repeat result was 2.37 miu/ml. The initial ft4 result was 2.58 g/dl. The repeat result was 1.17 g/dl.